Event description:
The contact reported inaccurately low blood glucose readings with test strips, lot #1j504a. He opened the second bottle of test strips from the box on 12/31/96 and immediately began using then to test his wife's blood glucose. He obtained readings in the 50-75 mg/dl range for one day. He did not believe these readings were accurate because the pt did not have any hypoglycemic symptoms. He stated that her usual blood glucose readings with strips are in the 95-120 mg/dl range. On 1/2/97, he began using another co's test strip again and his wife's blood glucose readings were in her normal range. The desiccant is in the bottle of test strip. The code was set correctly in the customer's meter. The contact performed normal control solution test on 12/31/96 and the result was 127 mg/dl versus a normal control solution range of 106-158 mg/dl. The solution was opened for the first time on the day of the test and the contact shook it well before testing. He also performed a check strip test on 12/31/96 and the result was 80 versus a check strip range of 69-93. The contact stated that the first bottle of test strips from the box gave results that seemed to be accurate.